Event description:
The patient received her scs system including percutaneous leads on (B) (6) 2009. It was reported by the patient on (B) (6) 2010 that due to a fall, her leads have migrated and are causing stimulation in unintended areas. The physician explanted and replaced the leads on (B) (6) 2010 with the same model leads. No explanted leads were returned to the manufacturer for evaluation. Follow-up on the patient found her to be doing well with no further issues reported.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.